Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was not cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air/water leakages¿ was confirmed. The device evaluation found that due to clogging of the nozzle, water removal ability did not meet the standard value. Tip cover foreign matter adhesion due to insufficient cleaning. Additionally, the bending section cover adhesive had white-clouded area and a chip. The light guide bundle had breakage. The adhesive around the objective lens was peeled. The light guide lens had a crack. The connecting tube had coating peeled, and a scratch. The distal end was deformed. Due to damage on up/down knob, water tightness was lost. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional inform.

Event description:
The customer reported air/water leakages on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: tip cover foreign matter adhesion was identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.